Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level; however, the customer was unsure of their bg level prior to going to the emergency room. An injection was administered to address bg levels. When the customer arrived at the emergency room, their bg level was 330 (mg/dl). The customer was released from the emergency room 5 hours later in good condition.